Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received consecutive hardware low level failure alarms. The customer's blood glucose was 180 mg/dl at the time of incident. The insulin pump received the alarm 3 times. Self test was performed and the alarm recurred. Troubleshooting was performed and customer was advised to discontinue use of the insulin pump and revert to the back up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures confirmed in insulin pump history with variable (003) due to broken trace at pin 1 (vdd) and 6 (sda) on u1 keypad assembly.